Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/06/2010 and 05/21/2010 by phone, fax, and mail. Medical records were received on 05/19/2010. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "sees things shooting out around lights" (visual disturbances); "blurry" (blurred vision). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A consumer reported that following intraocular lens (iol) implant surgery, she sees things smeared and blurry and sees "things shooting out around lights". A yag laser was performed but there was no improvement. She reported that her implanting surgeon had referred her to another surgeon. Additional information has been requested.